Manufacturer narrative:
An investigation was performed and found that the spiderfx embolic protection device was not received for evaluation. No ancillary devices or cine images from the procedure were received. It was noted that the spiderfx was being used with another company¿s product, which is a mechanical rotational thrombectomy/atherectomy device. The spiderfx instructions for use warn do not use the capture wire with mechanical rotational thrombectomy or with atherectomy devices that require use of a specific guidewire. Possible contributing factors such as: lesion morphology, vessel anatomy, ancillary device interaction and procedural technique could not be evaluated in this investigation.

Event description:
Customer reported using a 7 f sheath with a 7mm spiderfx in the left mid sfa. The vessel was pre and post dilated, but the spiderfx was not used per IFU due to use with another companies atherectomy device. Post atherectomy, the buddy wire was used along with spiderfx wire so that when the spiderfx wire was retrieved, access would not be lost. The physician then tried to retrieve the spiderfx basket but he felt resistance when encapsulating the basket within the tip of the retrieval end which became wrapped and kinked around each other. The physician tried pulling the retrieval catheter back out of the body but it became stuck as well. When the physician exerted more force, the spiderfx catheter broke at the white middle body of the catheter. The buddy wire was removed out of the body, but the spiderfx wire and half of the spiderfx catheter were in body. A 7f guide wire was taken over the spiderfx wire and the partial spiderfx catheter. The physician was able to encapsulate the spiderfx catheter and most spiderfx wire with the 7f guide except for 10cm of spiderfx wire and the basket. The physician then pulled back the 7f guide wire up to the mid brachial artery. The p hysician tried to snare the basket but could not. Patient went to or to remove remaining spiderfx. The target lesion was calcified with little tortuosity and severe calcification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.